Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Treatment with a diamondback coronary orbital atherectomy device (oad) was performed in the rca. The glideassist feature of the oad was used to navigate through tortuous anatomy. Eight attempts were made before it was possible to cross a heavily calcified lesion. Two treatments were then performed with the oad, and the tip of the oad broke off near the crown. A balloon was used to treat the lesion further. The guide wire was withdrawn with the fractured tip attached to it. The procedure was completed without further issue.

Manufacturer narrative:
(B)(4). The device was returned with a driveshaft fracture on the distal side of the crown weld with the crown intact. At the conclusion of the failure analysis investigation the reported event was confirmed. However, the exact cause of the fractured driveshaft could not be confirmed since the fractured driveshaft and crown sections were misplaced during sample preparation for sem analysis and therefore could not be analyzed and documented with fractography. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).